Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; tissue buildup was noted. The ptfe pad (teflon pad) was inspected and found separated and missing a portion exposing metal. Additionally, evidence of charred marks noted with the teflon pad. The distal end of the device was inspected under a microscope and found indication of charred marks and indentations to the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on similar reported events, olympus attributes the cause for the damaged probe to the probe coming into contact with a hard or metallic surface during activation. The cause for the damaged teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The device instructions for use provides the following warning statements: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy with bilateral salpingectomy procedure, a probe error was observed. The intended procedure was completed using another similar device. No other equipment was replaced during the procedure. No patient injury or harm were reported.